Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The device had turned itself off. This happened only once, the thursday or friday prior to the report. The patient had some improvements since the implant 2 weeks prior, and was working with her physician on the remaining urgency issues. The physician planned to continue to work with her physician to optimize her settings.

Event description:
Additional information received reported that the patient was implanted 3 days prior to report and since that time stimulation had not had an effect on her symptoms, urinary urgency and frequency. It was stated that the patient noticed that her bladder would empty when she urinated; versus pre-implant she was only able to empty her bladder partially. The patient had 4 programs. No further information was provided.

Manufacturer narrative:
Lead: model 3889-28, lot# v915103, implanted: 2012 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).